Event description:
A surgeon reported one to four months following use of product, the product emulsified and blocked the trabecular meshwork leading to glaucoma and floaters in several patients. One patient required surgical intervention (trabeculectomy); the other patients were successfully treated with topical medication (glaucoma drops). Additional information was requested. Partial information was received; no patient specific information provided.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the manufacturing documentation. Product labeling stated, "temporary pressure increases occurring several weeks after surgery which either normalize spontaneously or can be corrected by surgical treatment are those in which the silikon 1000 may cause a mechanical blockage of the pupil or inferior iridectomy or causes chamber angle closure by forcing its way anteriorly. In these situations some of the oil may be withdrawn to relieve the mechanical force of the oil interface. Presence of droplets in the anterior chamber may also cause a chronic outflow obstruction of the trabecular meshwork. In suck situations, elevated intraocular pressure can be managed with anti-glaucoma medications in the majority of patients with outflow obstructions." Additional information was requested by phone, fax and mail on 05/12/2009. A partially completed questionnaire was received from the surgeon. For use when an appropriate device code cannot be identified.